Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of an adult female plaintiff in united states on 10-feb-2016. It refers to the female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Information received states that consumer experienced daily severe bleeding and clots, leg, thigh, pelvic and back pain, metal taste, muscle spasms, and intercourse pain. On (B)(6) 2015, essure device was removed. Follow-up received on 05-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed daily severe bleeding and clots. The device was removed (7 months after its placement). This event, regarded as genital bleeding, is listed according to essure's reference safety information. During essure micro-insert therapy, genital bleeding or menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('daily severe bleeding and clots') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain in extremity ("leg and thigh pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste"), muscle spasms ("muscle spasms"), dyspareunia ("intercourse pain"), arthralgia ("pain in knee"), joint swelling ("swelling in knee") and discomfort ("not be able to lift your babies"). The patient was treated with surgery (she had her uterus and fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pain in extremity, pelvic pain, back pain, dysgeusia, muscle spasms, dyspareunia and discomfort outcome was unknown and the arthralgia and joint swelling was resolving. The reporter considered arthralgia, back pain, discomfort, dysgeusia, dyspareunia, genital haemorrhage, joint swelling, muscle spasms, pain in extremity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media documents revived, new reporter and event not be able to lift your babies. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('daily severe bleeding and clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain in extremity ("leg and thigh pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste"), muscle spasms ("muscle spasms"), dyspareunia ("intercourse pain"), arthralgia ("pain in knee"), joint swelling ("swelling in knee") and discomfort ("not be able to lift your babies"). The patient was treated with surgery (she had her uterus and fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pain in extremity, pelvic pain, back pain, dysgeusia, muscle spasms, dyspareunia and discomfort outcome was unknown and the arthralgia and joint swelling was resolving. The reporter considered arthralgia, back pain, discomfort, dysgeusia, dyspareunia, genital haemorrhage, joint swelling, muscle spasms, pain in extremity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('daily severe bleeding and clots'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain in extremity ("leg and thigh pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste"), muscle spasms ("muscle spasms"), dyspareunia ("intercourse pain"), arthralgia ("pain in knee"), joint swelling ("swelling in knee") and discomfort ("not be able to lift your babies"). The patient was treated with surgery (she had her uterus and fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pain in extremity, pelvic pain, back pain, dysgeusia, muscle spasms, dyspareunia and discomfort outcome was unknown. And the arthralgia and joint swelling was resolving. The reporter considered arthralgia, back pain, discomfort, dysgeusia, dyspareunia, genital haemorrhage, joint swelling, muscle spasms, pain in extremity and pelvic pain to be related to essure. Quality safety evaluation of ptc: final assessment: for cases where a device failure, during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. There was no event reported, which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media: documents revived, new reporter. And event: not be able to lift your babies. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('daily severe bleeding and clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain in extremity ("leg and thigh pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste"), muscle spasms ("muscle spasms"), dyspareunia ("intercourse pain"), arthralgia ("pain in knee"), joint swelling ("swelling in knee") and discomfort ("not be able to lift your babies"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pain in extremity, pelvic pain, back pain, dysgeusia, muscle spasms, dyspareunia and discomfort outcome was unknown and the arthralgia and joint swelling was resolving. The reporter considered arthralgia, back pain, discomfort, dysgeusia, dyspareunia, genital haemorrhage, joint swelling, muscle spasms, pain in extremity and pelvic pain to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Reporters information, rcc and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("daily severe bleeding and clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain in extremity ("leg and thigh pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysgeusia ("metal taste"), muscle spasms ("muscle spasms"), dyspareunia ("intercourse pain"), arthralgia ("pain in knee") and joint swelling ("swelling in knee"). The patient was treated with surgery (she had her uterus and fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pain in extremity, pelvic pain, back pain, dysgeusia, muscle spasms and dyspareunia outcome was unknown and the arthralgia and joint swelling was resolving. The reporter considered arthralgia, back pain, dysgeusia, dyspareunia, genital haemorrhage, joint swelling, muscle spasms, pain in extremity and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: pain in knee and swelling in knee.¿ quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: social media ((B)(6)): new reporters added. New events: pain in knee and swelling in knee. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.